Event description:
Affiliate reports the pt's lip was burned while performing a tonsillectony with non-insulated bipolar forceps. Note: the affiliate was advised that the accompanying pkg insert provides the following warning: caution: the use of non-insulated bipolar forceps in confined spaces (e.g. Tonsillectomy) may result in unintended contact with and possible injury to non-target tissue during the application of power to the forceps. The use of insullated forceps is recommended for such procedures. However, the customer has asked that the instrument be evaluated for any faults.